Manufacturer narrative:
Unit could not be retrieved from university of florida health pathology, despite attempts by uromedica sales staff.

Event description:
Patient came to emergency room with signs of clinical infection in the perineal area. The patient was scoped in the hospital and found to have both balloons eroded through the urethra. The balloons were explanted.

Manufacturer narrative:
This initial report will be followed-up by a complete report when uromedica obtains and analyzes the explanted device. The device is currently in pathology at the site of service. Uromedica is coordinating with the site of service to ensure that the device is returned to uromedica.

Event description:
Patient came to emergency room with signs of clinical infection in the perineal area. The patient was scoped in the hospital and found to have both balloons eroded through the urethra. The balloons were explanted.